Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge but the cartridge alarm reoccurred. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.